Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A representative reported via email of hospitalization. The customer's blood glucose reading was unknown. The customer stated that insulin was not working properly in august and september. The customer stated that they went to the hospital. The customer declined to talk to 24 hour hotline.